Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated his heart rate dropped to 25 bpm and he experienced syncope. The patient also stated that the device was explanted due to a performance issue. No additional information is available.